Event description:
It was reported that IV medication erythromycin 250mg/100ml was set to be infused over one hour as a secondary infusion connected to primary set with plasma-lyte 250ml infusing at 150ml/hr through IV infusion pump. The nurse observed that the medication bag was empty and volume to be infused (vtbi) on the IV pump read "45ml" still to be infused. The primary bag was not further infused after the discovery of the empty secondary bag. It was noted that there is a possibility that same event could have occurred with earlier medications that was infused though this line, such as sodium phosphate. The incident occurred in intensive care unit (ICU).there was no patient harm. A non-bd preliminary testing observed secondary fluid flowing into primary bag-suspected back-check valve failure. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report of backflow check valve failure as the secondary infusion was confirmed. The primary set and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly. The silicone membrane was centered. Functional testing resulted in fluid and air bubbles going into the primary bag. Fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve found that the check valve disc was pinched within the housing. The root cause of the customer¿s report of secondary back flowed into primary bag was caused by the check valve disc being pinched which is a supplier-related issue. A pinch disc would lead to a failure of the check valve.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. It is the policy of (B)(6) health authorities not to disclose any patient information.

Event description:
It was reported that IV medication erythromycin 250mg/100ml was set to be infused over one hour as a secondary infusion connected to primary set with plasma-lyte 250ml infusing at 150ml/hr through IV infusion pump. The nurse observed that the medication bag was empty and volume to be infused (vtbi) on the IV pump read "45ml" still to be infused. The primary bag was not further infused after the discovery of the empty secondary bag. It was noted that there is a possibility that same event could have occurred with earlier medications that was infused though this line, such as sodium phosphate. The incident occurred in intensive care unit (ICU).there was no patient harm. A non-bd preliminary testing observed secondary fluid flowing into primary bag-suspected back-check valve failure.